Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator (ICD) that was exhibiting unspecified oversensing that caused an inappropriate shock. Programming changes were performed to resolve the issue. The patient was in stable condition.